Event description:
Methotrexate 1200 mg (22-hour infusion) hung approximately at 0100. Tubing noted to be leaking at one site. Pump was stopped and chemo pharmacist and chemo fellow contacted. After discussion, planned to initiate new methotrexate bag as to not delay therapy. There was subsequently a delay in production of new bag and new bag did not arrive to the unit until at 0435.